Event description:
Rn noticed break in port needle tubing. Unknown amount of time when tubing broke. Md made aware. Patient needed to be de-accessed and re-accessed immediately.

Manufacturer narrative:
The following elements have blank data.

Event description:
Rn noticed break in port needle tubing. Unknown amount of time when tubing broke. Md made aware. Patient needed to be de-accessed and re-accessed immediately.